Manufacturer narrative:
Investigation: visual inspection revealed that the heater had detached from the tip and was somewhat charred. The cold jaw was also burnt. There was some evidence of blood. Based upon the visual observations, the reported complaint for "heater lifted up" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 heater wire lifted up and peeled back. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned. The tm does not know if the jaws were cleaned during the procedure or not.